Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Records reviewed for patient and complaint harms. After review of the revision operative note for the right hip, the note indicated pain, adverse tissue reaction, corrosion on the stem, and metal ions levels before 7ppb (cobalt 2.4ppb & chromium 2.6ppb). There was no mention of metal debris in the right hip. The stem is now being added to the complaint. No intra-operative complications were noted.

Event description:
Bilateral patient. Legal claim alleges that patient has dangerously elevated metal levels in her blood and tissues due to the pinnacle metal-on-metal implants she has implanted on both hips. They allege that the implants are shedding metallic debris, resulting in cobalt toxicity, severe pain, an inability to walk without a crunch, limping, stepping in a shuffling manner, and an inability to sleep due to pressure and pain. She is scheduled for revision surgery on her right hip on (B)(6) 2012, and she plans to have her left hip revised three to four months thereafter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/9/2012 - pfs and medical records received. Part/lot was provided for the right primary liner and head. According to the right revision operation an extensive amount of necrosis involving the abductors and external rotators. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combinations were not provided for the metal liner and femoral head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.